Event description:
It was reported that, "during insertion of a trident 36 mm 10 deg e long screw threaded acetabular trial insert into a trident psl 52mm shell implanted during the same procedure. The dome of the acetabular insert trial with the screw broke completely off of the insert. The insert trial, and broken piece with the screw were completely recovered, with no adverse effect to the pt.

Manufacturer narrative:
DHR, complaint history review: summary, the event was confirmed upon inspection of the returned item as it was found fractured at the dome area, where a small piece of trial insert broke off completely and remains attached to the screw. A review of the device mfg history record indicates that devices were manufactured with no reported incidents. A review of product complaint history revealed that there was only one other similar event for this product family. The result of investigation indicates that overtightening of the screw may cause the insert trial to fracture in the manner in this event.